Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited pacing inhibition and noise on the right ventricular (rv) channel. The patient was dependent on this crtd system. Technical services (ts) reviewed and stated that there was low amplitude and high frequency noise. The amplitude variation and frequency correspond to myopotential noise. All lead measurements were stable and within range without large fluctuations. Ts recommended to consider evaluating the x-ray on rv lead position. Rv lead noise with inhibition was able to be reproduced with a very specific arm movement, however pacing inhibition was not able to be reproduced. This device currently remains in service. No adverse patient effects were reported.